Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose. The customer connected the pump to a power source to charge, but the pump did not turn on. Reportedly the customer had an alternate pump for insulin therapy.